Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Reason for reoperation: "acute late periprosthetic seroma" and "suspected implant associated anaplastic large cell lymphoma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported lymphoma, "acute late periprosthetic seroma", "swelling", "silicone bleed", "eczema, rash/itching", and "nausea". Device was explanted.

Manufacturer narrative:
A review of the complaint investigation for MDR report number 9617229-2019-03104 determined that 9617229-2019-03104 is a duplicate of this MDR report. The information has been consolidated into one complaint investigation, and reported here. Any additional information received for either MDR report number 9617229-2019-03104 or MDR report number will be submitted under this MDR report.

Event description:
Healthcare professional reported lymphoma, "acute late periprosthetic seroma", "swelling", "silicone bleed", "eczema, rash/itching", and "nausea". Device was explanted.